Event description:
An altitude alarm was reported by the customer, which was caused by using the pump outside its validated operating altitude range. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was suspended due to the alarm condition, and technical support informed the customer that the pump is not designed for such use, which the customer acknowledged.